Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. Device was requested for return but was not available.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). The customer received an error message and changed the batteries. At 09:00 am, the result from the meter was 3.5 inr. The customer "immediately" retested himself using the same finger because of the error message and the result was 1.8 inr. The customer cleaned the meter and the strip guide area. Approximately 15 minutes later he tested himself again with a different finger and the result from the meter was 3.4 inr. Approximately 20 minutes later, the customer retested himself using a third finger and the result from the meter was 3.6 inr. There was no allegation of an adverse event. The customer did not have symptoms of high inr results and was feeling "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.